Manufacturer narrative:
The information was found in the (B)(6). The nurse's name was available, however, no other contact information was provided. The manufacturer sent a request for additional information through the (B)(6). However, no information has been received. The customer 's complaint of a needleless valve occlusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless connector on the hub between the IV tubing and the 1fr PICC catheter was occluded and unable to infuse fluids.